Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) and right atrial (ra) leads exhibited oversensing of noise. On the rv channel there was pacing inhibition but no asystole greater than two seconds. The cause of the noise was undetermined. Subsequently a revision procedure was performed where the entire pacemaker system was explanted. No additional adverse patient effects were reported.